Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with MDR #1225714-2014-02497 and 1225714-2014-02498.

Manufacturer narrative:
This is one of two device reports that are associated with this event; the associated manufacturer report numbers are 1225714-2014-02497 and 1225714-2014-02498. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted the patient event to be bradycardia arrhythmia.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.